Event description:
It was reported that the curing time of the event was short. Therefore, the surgeon was not able to insert a stem to the position of the plan. There was no patient harm and there is no plan of revision surgery. There was no delay in the surgical procedure. Additional information received indicated that the reported cement was implanted into the patient but was not removed. The cement started hardening in 4 filled into the proximal part of the site, so an alternate device was used to complete the procedure. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was used by the hospital and will not be returned to the manufacturer for evaluation. A follow up medwatch will be submitted once the investigation is complete.